Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter occlusion and that and the subarachnoid catheter was adjusted. The drug that the pt received in her pump at the time the event was reported was morphine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.